Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited intermittent undersensing of atrial tachycardia, resulting in inappropriate atrial tachy response (atr) episodes. The field representative noted there was noise that was produced on the right atrial (ra) channel with isometrics. Technical services (ts) did not observe any atr episodes with noise. Atrial impedance measurements were stable. This pacemaker remains in service. No adverse patient effects were reported.